Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that this patient heard their device beep. Upon interrogation in clinic, it was found that the right ventricular (rv) lead pace impedance was greater than 2000 ohms, and there was a daily measurement that was greater than 3000 ohms. No noise could be produced. This implantable cardioverter defibrillator (ICD) is connected to an rv lead that is from another manufacturer. The ICD was reprogrammed to alert only when the impedance was greater than 3000 ohms and the patient is to be monitored. Additional information was reported indicating that this product was removed and replaced. No additional adverse patient effects were reported. This ICD was returned and a device evaluation was completed.